Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6f angio-seal vip device was returned for product evaluation. All the components of the device were returned except the guidewire. Upon visual analysis, the carrier tube was partially inserted into the sheath hub and the sheath cracked just below the hub. Anchor can be seen protruding out of the cracked sheath. There was slight yellow discoloration observed on the sheath under the microscope. No anomalies were observed with the locator or the carrier tube assembly. The complaint could be confirmed for fractured/broken sheath upon investigation. The sheath can become shattered and cracked due exposure to light and similar uv light sources. Since it was confirmed from the follow up that the device was stored in a pyxis system, exposure to uv lighting is the likely root cause for the failure. A corrective and preventive action (CAPA) has been initiated to investigate this issue in the past and a notification was sent to CAPA owner. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a left heart catherization, the physician advanced the angio- seal sheath into the vessel and noticed it leaking from the cannula of the angio-seal sheath below the hub. The physician removed the sheath and held manual compression. Angio-seal device was never inserted. The patient was in stable condition. The procedure outcome was successful. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required.